Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon deflated , and the catheter slipped out after 4 weeks of use. Catheter was used for urine drainage only, not post-operatively. Balloon was inflated with 30 ml glycerin solution.

Event description:
It was reported that the balloon deflated , and the catheter slipped out after 4 weeks of use. Catheter was used for urine drainage only, not post-operatively. Balloon was inflated with 30 ml glycerin solution.

Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore , a DHR review could not be conducted. An actual sample was returned for investigation. It was reported that the balloon deflated , and the catheter slipped out after 4 weeks of use. Visual examination on the returned sample revealed that the balloon had lifted from the bonding area. Closer examination using dino-lite (60x magnification) revealed that the proximal end part of the balloon was lifted which caused the balloon not able to stay inflated. The balloon sleeve was slightly pulled and revealed that there were traces of glue underneath the balloon sleeve which indicated that adhesive has been applied accordingly. In our current standard operating procedure, the raw balloon is subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Defective catheter will be culled out during this process. Based on the investigation conducted, traces of glue were observed underneath the balloon sleeve. This indicates that the gluing process was conducted as per procedure. 100% leak test was conducted to inspect the product and such failure in manufacturing could be detected. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot (s) was reviewed and product met released specifications. An actual sample was returned for investigation. It was reported that the balloon deflated, and the catheter slipped out after 4 weeks of use. Visual examination on the returned sample revealed that the balloon had lifted from the bonding area. Closer examination using dino-lite (60x magnification) revealed that the proximal end part of the balloon was lifted which caused the balloon not able to stay inflated. The balloon sleeve was slightly pulled and revealed that there were traces of glue underneath the balloon sleeve which indicated that adhesive has been applied accordingly. Balloon lifting may happen due to various reasons such as over inflation, high pull force or excessive stress applied on the balloon during inspection or catheterization. In our current standard operating procedure, the raw balloon is subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Defective catheter will be culled out during this process. Based on the investigation conducted, traces of glue were observed underneath the balloon sleeve. This indicates that the gluing process was conducted as per procedure. 100% leak test was conducted to inspect the product and such failure in manufacturing could be detected. Therefore, this complaint could not be confirmed.

Event description:
It was reported that the balloon deflated , and the catheter slipped out after 4 weeks of use. Catheter was used for urine drainage only, not post-operatively. Balloon was inflated with 30 ml glycerin solution.